Event description:
During a colon resection procedure, the physician attempted to close the disc down and insufflate the abdomen and the disc tore. The membrane of the instrument tore and the lap disc had to be replaced with another disc to complete the case. There was no reported pt consequence.